Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after surgery, natural biologic corrosion and friction wear caused cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. Patient began experiencing severe pain, discomfort, and inflammation in the area of the implant, ultimately requiring revision surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.